Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the sutures were broken when they opened the package. It had never been used. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two photographs of a device. The visual inspection of the photographs noted two needles and coiled fragments of sutures on a retainer. The sutures were observed to be broken with frayed ends. The retainer was visually observed to have no abnormalities. As no products were returned, functional testing was precluded. The root cause of the broken sutures couldn't be determined because no products were returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.